Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (davf) using penumbra smart coils (smart coil). During the procedure, the physician placed thirty-five non-penumbra coils in the target vessel using a non-penumbra microcatheter. While attempting to insert a smart coil into the microcatheter, the physician experienced resistance at the beginning and the smart coil would not advance within its introducer sheath; therefore, the smart coil was removed. Subsequently, the procedure was completed using five additional smart coils and twenty-three other coils. There was no report of an adverse effect to the patient.